Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing found that the device exhibited the reported error code on power up when batteries were inserted. The investigation determined that a faulty microprocessor unit board was the cause of the reported issue. The microprocessor unit board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a constant error code 46510 discovered during testing. There was no patient, or clinician injury associated with this event.